Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the battery contacts were compressed. Analysis also found the battery release, heart block, heart wire contacts, and the battery drawer were contaminated. Upper case was broken and dented, lower case and lcd (liquid crystal display) lens were broken, side bail covers were broken and contaminated, ring cover and ring bail were missing, keyboard was scratched, and the serial number label was torn. (B)(4).

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.